Event description:
During index procedure, one endeavor sprint rx drug-eluting stent was implanted in the proximal lad. Patient was asymptomatic at 30 day follow-up. Patient had cardiac status of unstable angina at six month follow-up. Four days after six month follow-up, patient died. Death was associated with an mi. Investigator reported non sudden cardiac death. Location of mi unknown. Autopsy report not available. There was no evidence of stent thrombosis. Investigator states that it is not assessable if death was related to study stent. Investigator states that death was not related to study procedures.

Manufacturer narrative:
Mi, death.